Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported after surgical intervention on (B)(6) 2015 to add an additional lead (reference MFR. Report#: 1627487-2015-03020), the patient reported a severe headache, with neck pain and facial twitching. Follow-up information revealed the patient's lead had migrated, which the physician determined caused the reported issues. Subsequently, the patient underwent additional surgical intervention on (B)(6) 2015, where the lead was repositioned. It was also reported the patient's headache has subsided and the patient reported effective therapy.